Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient¿s device systems were explanted because the patient was having a lot of problems with his bladder. The consumer reported that the patient was hospitalized for a week due to these issues. The consumer reported that the patient became very sick and ¿went toxic¿ because his bladder wasn¿t working. The consumer reported that the therapy never worked for the patient since implant. The consumer reported that the system was also explanted because the patient needed a hip replacement and the ins¿ were going to be in the way. The consumer reported that the systems were explanted on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.